Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and having difficulty communication with the remote control. The patient underwent a spinal cord stimulator (scs) replacement procedure where all devices were replaced. The explanted devices will not be return due to facility policy. Additional information was received that patients spinal cord stimulator lead had impedances.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 21066847. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20647443. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 2033995.1 UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and having difficulty communication with the remote control. The patient underwent a spinal cord stimulator (scs) replacement procedure where all devices were replaced. The explanted devices will not be return due to facility policy.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and having difficulty communication with the remote control. The patient underwent a spinal cord stimulator (scs) replacement procedure where all devices were replaced. The explanted devices will not be return due to facility policy. Additional information was received that patients spinal cord stimulator lead had impedances.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in block h6.